Manufacturer narrative:
Event summary - the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo and was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple episodes of oversensing noise on the patients right atrial (ra) lead prompted an intervention to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5086mri52, lead, implant: (B)(6) 2012. (B)(4).